Manufacturer narrative:
(B)(6).

Event description:
It was reported that a ventilator had a backup alarm failure. The customer reported the device was in use, however, there was no patient or user harm reported. The field service engineer (fse) evaluated the incident and confirmed the backup alarm failure. After several restarts, the alarm ended up disappearing. Since then, the customer has tested the equipment, and everything seems to work normally. Further information regarding the complaint is currently pending.

Manufacturer narrative:
The power management (pm) and motor controller (mc) boards were returned to the manufacturer for failure analysis. The customer complaint was not verified. The returned pm and mc boards passed testing. There was no fault found.

Manufacturer narrative:
The following parts were replaced as a precaution: cpu pcba, power management, and motor controller pcba. Although requested to be returned, the removed components were not received for evaluation at this time. An additional report will be submitted if the part is received and evaluated.